Event description:
Caller reported that pump battery would not charge, even though they used a tandem charging cable. There was no reported adverse impact to customer's blood glucose level. Customer attempted various troubleshooting steps, such as trying different outlets and wall adapters, without success. Technical support decided to replace pump, which was under warranty. Customer planned to use multiple daily injections (mdi) as backup therapy. Customer was given instructions to put pump into storage mode and agreed to return it using a prepaid label.